Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 33-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included gravida ii, parity 2 ((B)(6) 2000, (B)(6) 2008.), rheumatoid arthritis since 2017, leukemia myelocytic chronic since (B)(6) 2016, supraventricular tachycardia since 2016, depression since 2016, anxiety since 2016 and nausea since 2014. Concomitant products included loratadine (loratab) for pelvic pain and abdominal pain, doxycycline for vaginal discharge as well as dasatinib (sprycel) from (B)(6) 2016, granisetron (kytril) from (B)(6) 2016 and nilotinib hydrochloride (tasigna) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterctomy, bilateral salpingectomy and left ovarian cystomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the uterine haemorrhage, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: enlarged uterus - imaged "coils" on both rt and lt side of ut and appear to be properly placed. Endometrial thickness = 3mm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion then no fallopian tubal patency was demonstrated then confirmed satisfactory placement of both essure (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abnormal uterine bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, other injury or complications please describe: left ovarian cystectomy, abnormal uterine bleeding, lower abdominal pain. Concomitant disease ware added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 33-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included gravida ii, parity 2 (B)(6) 2000, (B)(6) 2008.), rheumatoid arthritis since 2017, leukemia myelocytic chronic since (B)(6) 2016, supraventricular tachycardia since 2016, depression since 2016, anxiety since 2016 and nausea since 2014. Concomitant products included loratadine (loratab) for pelvic pain and abdominal pain, doxycycline for vaginal discharge as well as dasatinib (sprycel) from (B)(6) 2016 to (B)(6) 2016, granisetron (kytril) from (B)(6) 2016 to (B)(6) 2016 and nilotinib hydrochloride (tasigna) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterctomy, bilateral salpingectomy and left ovarian cystomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the uterine haemorrhage, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: enlarged uterus - imaged "coils" on both rt and lt side of ut and appear to be properly placed. Endometrial thickness = 3mm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion then no fallopian tubal patency was demonstrated then confirmed satisfactory placement of both essure (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abnormal uterine bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 33-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included gravida ii, parity 2 ((B)(6) 2000, (B)(6) 2008.), rheumatoid arthritis since 2017, leukemia myelocytic chronic since (B)(6) 2016, supraventricular tachycardia since 2016, depression since 2016, anxiety since 2016, nausea since 2014, seasonal allergy, chronic cervicitis, uterine bleeding and weight gain. Concomitant products included loratadine (loratab) for pelvic pain and abdominal pain, doxycycline for vaginal discharge as well as cetirizine hydrochloride (zyrtec), dasatinib (sprycel) from 17-mar-2016 to 20-apr-2016, escitalopram oxalate (lexapro), gabapentin (neurontin), granisetron (kytril) from 17-mar-2016 to 20-apr-2016 and nilotinib hydrochloride (tasigna) since 2015. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a hysterctomy, bilateral salpingectomy and left ovarian cystomy.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the uterine haemorrhage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower and allergy to metals outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: enlarged uterus - imaged "coils" on both rt and lt side of ut and appear to be properly placed. Endometrial thickness = 3mm. Macroscopic description: the fallopian tubes are .both grossly unremarkable but contain metal 'contraceptive coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion then no fallopian tubal patency was demonstrated then confirmed satisfactory placement of both essure (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abnormal uterine bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Following event : allergic or hypersensitivity reaction type: nickel jewelry were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a hysterctomy, bilateral salpingectomy and left ovarian cystomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.